Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override option was enabled from the computer, but the station was not able to override. A technical support specialist found that the device was functioning correctly, but users were unfamiliar with the medication search process on non-profile machines. The issue was identified as user error, and feedback was provided to the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not able to override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.